Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion. (B)(4). Results code: results pending completion of evaluation. Device code: conclusion not yet available-evaluation in progress.

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the pumphead was leaking. No patient involvement. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on june 22, 2017. (B)(4). Upon evaluation of the returned sample, the presence of cracks in the top housing were confirmed, as well as the slow leak from the unit during use. A retention sample was visually inspected and confirmed to not have any cracks or anomalies present. The returned sample was set up in a circuit of saline solution, on a sarns driver, and ran at 3600 rpm with a back pressure of 600 mmhg for thirty minutes. A very slow leak could be seen from the housing approximately 20 minutes into the circulation. Centrifugal pumps are 100% leak tested and visually inspected in process. A sample size of the units are also taken from each lot and artificially aged and conditioned, then visually inspected for cracks; however, this is not a 100% visual inspection. The cracks were likely caused during the welding of the two housings; however, the leak of the pump was so small and slow, that it was not identified during the leak testing process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.